Event description:
It was reported that the system 9800 was having a problem in nag 1 mode and also there was evidence that there was water ingress into both the x ray tube and image intensifier ends of the c arm. The unit was taken out of service. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that there water and blood had found entry into the c arm and into the high voltage cable causing corrosion and creating the issues. The c arm was thoroughly cleaned. The high voltage cable was replaced. It was further found that the power cap module was getting hotter than normal during use. The module was replaced. The system was tested and found to be working as intended and placed back into service. The operator was inserviced on the proper draping of the c arm to prevent the ingress of liquid.